Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the physician noticed insulation damage on the patient's atrial lead. The physician repaired the lead with a split suture sleeve. All electrical measurements were normal before and after the procedure. The patient was stable throughout.